Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), the doctor found that it was hard to bring the device (tjf-q190v) through the patient's pylorus. The doctor felt the following. The left side of the distal end movement was undesirable turned. The distal end angulation was out of position when the device was exposed to some resistance. The doctor replaced the devices with another device (olympus duodeno videoscope 180 series) to penetrate the pylorus. When the replaced device entered the esophagus, the doctor found that there was a perforation in the patient's larynx area. The doctor also detected unusual bleeding from the gastric mucosa in the cardia which was stopped with clips. The doctor surmised that an unnormal angulation of the distal end of the tjf-q190v caused this event. The patient was taken to an ICU room.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center was informed from the user facility the following. [About the perforation in the larynx and bleeding in the stomach] -the user was advancing the device while doing small sidewise/rotational movements in order to target the upper esophageal opening. Which is a normal maneuver to enter the upper esophagus. At this time, perforation occurred in the larynx area and creating a sinus down in the mediastinum. The perforation in the larynx was ventrally at the entrance of the trachea just above the vocal cords. The perforation extended into a short tunnel in the caudal/downward direction, about 3 cm. -the user was advanced the device through the stomach towards the pylorus and found that the mucosa lesion with bleeding in the stomach was in the cardia region located dorsally. Mucosal bleeding was not serious. -because the damage level such as perforation or bleeding was low risk, the user did not re-observe the damaged area. [About the patient] the patient was taken to an ICU room, however, the condition was stable. The patient was intubated and kept on a respirator for three nights under antibiotic prophylaxis to facilitate healing of the perforation with pressure from the tube. The perforation was closed by itself. No infection occurred and no sequela regarding respiratory or swallowing function has been detected. The patient had no abdominal surgical history or deviant anatomy. [Other information] -the user performed an ercp on the same patient one week earlier than this event. It was uncomplicated, except that cannulation was not obtained. -after the procedure, no tissue was trapped at the distal end of the device. Before and after the procedure, the distal cover was not cracked and the device had no abnormality. -the user did not perform suction when withdrawing endoscopes in general. -the user thought there was a relationship between the perforation in the larynx and the bleeding in the stomach. -the doctor in charge was an expert on an ercp procedure. However, he had no experience with this device. -the lot number of distal end covers (it was used with this device) was unknown. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the bending section rubber glue was lifted and chipped. -the bending section rubber was swollen. -right angulation was insufficient. -insertion section coating was damaged. -a play on the angulation control knob was slightly out of standard. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon accidentally occurred by stress from inserting scope and angulation during the procedure. If significant additional information is received, this report will be supplemented.